Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level of 478 mg/dl. Customer's high blood glucose symptoms were shortness of breath and her stomach was hurting. She treated her high blood glucose level with a manual injection and changed the site. The customer had a hard time hearing the alarms. The device was not returned.